Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the device was not working properly. No device malfunction suspected. The patient underwent an explant procedure and the explanted device was not returned. No further information could be obtained despite good faith efforts.